Manufacturer narrative:
(B)(4). A fracture of the outer coil was noted at 2.2cm from the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of oversensing and inappropriate hv therapy.

Event description:
It was reported that the patient received an inappropriate shock therapy due to oversensing. The lead was explanted. The patient was stable post procedure.